Event description:
It was reported the patient was unable to adjust stimulation. The patient saw the ¿call your doctor¿ icon with a warning power on reset (por) condition. It initially took eight months to get the right programming, but therapy had worked great. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3889-28, lot# v125722, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. They received assistance from their doctor or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014 and had another appointment scheduled for (B)(6) 2014. The patient was having a new battery replacement.